Manufacturer narrative:
The insulin pump alarm during the prime test due to loose motor drive support disk.

Event description:
Customer reported that the insulin pump drive support cap is sticking out. Nothing further was reported.